Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("nausiously sick"), migraine ("migraines") and dyspareunia ("horrifying pain during sex"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal and nausea outcome was unknown and the migraine and dyspareunia had resolved. The reporter considered dyspareunia, medical device removal, migraine and nausea to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the event horrifying pain during sex was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("nauseously sick"), migraine ("migraines") and dyspareunia ("horrifying pain during sex"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal and nausea outcome was unknown and the migraine and dyspareunia had resolved. The reporter considered dyspareunia, medical device removal, migraine and nausea to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("nauseously sick") and migraine ("migraines"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal and nausea outcome was unknown and the migraine had resolved. The reporter considered medical device removal, migraine and nausea to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new event medical device removal added. Incident category updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.